Manufacturer narrative:
Evaluation summary: it was caused by an overcurrent flowing when the processor was turned on. This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. This report is being filed as part of the pentax backlog management plan.

Event description:
Main power fuse in processor burns from time to time without any reason. The time of event is unknown. There was no report of patient harm. Date of event not known for the exact date, we just know the year the complaint was sent in to manufacturer.